Event description:
Information was received that the patient's event outcome is now recovered/resolved.

Event description:
It was reported that the patient had worsening suicidal ideations noted to be severe and possibly related to vns stimulation. Outcome is not recovered/not resolved. It was noted patient was hospitalized on a behavioral health inpatient unit no additional relevant information has been received to date.